Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced that two infusion sets was leaking at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (approximately 300 mg/dl). The infusion set was in use for three days. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-08441- device 1 of 2.